Manufacturer narrative:
H3: a partial catheter was returned which included the suture-less connector assembly and proximal catheter segment. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. The catheter was found to be patent and no leaking was seen during pressure testing. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# unknown explanted: 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign patient via a company representative (rep) regarding the patient that was receiving baclofen (2,000 mcg/ml, 200 mcg/day) via implanted infusion pump. It was reported that the catheter tube was broken in the middle of the part of the line. Under contrast solution treatment the doctor saw the contrast solution outside the catheter tube so they explanted it. The patient's age, weight, and medical history were asked, but unknown. The patient's status was reported as alive with injury as further described as a defect in the middle of the catheter seen with contrast solution on xray. No further information was reported.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The model number, serial number, and implant date of the pump were unknown. The serial/lot number of the catheter was also unknown. The physician found out between a contrast solution treatment, that the catheter was leaking and explanted it. The cause of the catheter break leading to the contrast solution shown outside the catheter tube was not determined.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# unknown explanted: (B)(6)2025 product type catheter h6 correction: the previously applied conclusion code d12 has been replaced with d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.